Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
A patient complained they received questionable inr results from a coaguchek xs meter with a serial number of (B)(4). (B)(6). A different finger was used for each measurement. The patient's therapeutic range is 1.9-2.2 inr. The patient's state of health was provided as good. The meter and test strips were requested for investigation. Replacement product was sent. Relevant retention test strips (lot 258643-10) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Customer returned the meter and strips for investigation. The customer meter and strips were tested in comparison to a retention meter and the current master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: marcumar 3: reference meter with masterlot strips: 1.7 inr, customer meter with customer strips: 1.7 inr. Marcumar 4: reference meter with masterlot strips: 2.2 inr, customer meter with customer strips: 2.2 inr. The maximum difference between measurements with the same blood sample was 0.0 %. Returned customer material and retention material complies with specification. As the patient was on ibruprofen since the beginning of (B)(6) 2018. Painkillers can influence the test result.